Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg cannot be placed in MRI mode. The ipg cannot be put into MRI mode due to high lead impedance and the patient needs to have an MRI prior to an unrelated surgery. As a result, the system will be explanted.